Event description:
Description of event: the prosthesis did not open. Ssc update on (B)(6) 2026: the radiopaque markers did not move. Halfway through deployment, the nurse heard a noise. They removed the stent, which had not deployed. Placement of a new cook stent without any problems. Patient outcome, device remain inside patient =, unpacking complete, smooth insertion into the operative channel, erector lowered, attempted insertion of the guiding catheter into the common bile duct¿but the stenosis was too narrow. Device removed without issue, no kinking of the guiding catheter, balloon dilation (10 mm), stent reinserted without issue, insertion into the common bile duct without issue, release button in position: ok. Release initiated. The red slider was advanced toward the point of no return, but the radiopaque markers. Did not move. Halfway through deployment, the nurse heard a noise. They removed the stent, which had not deployed at all. Placement of a new cook stent without any problems. The broken stent was not retained. Patient/event info - notes: was the product inspected for damage before use? (Kinks etc) yes. Are there any images (clinical imaging or photographs) or videos of the device or procedure available? Yes, and no media available. What was the procedure being performed? Ercp (please refer to the complaint form). Details of the wire guide used (diameter, type, make)? 0.035'' hydrophilic. Was the wire guide inspected for damage before use? No damage. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. What endoscope type and channel size was used? Duodenoscope. Did the patient exhibit difficult anatomy? Tortuous if altered please indicate the procedure type (e.g., cholodochojejunostomy). What was the length and diameter of the stricture? Unknown. Was an assessment carried out to determine to necessity for pre-dilation? Please refer to the complaint form. Dilation 10mm. Was the safety wire removed? No if yes, at what point was it removed (before or after point of no return was passed). Was resistance encountered when advancing the wire guide to the target location? No if resistance was felt how did the physician deal with the resistance encountered? Was resistance encountered when advancing the delivery system to the target location? Yes, this is why they dilated the stenosis if resistance was felt how did the physician deal with the resistance encountered? What was the position of the elevator during advancement? Up & down. What was the position of the elevator during attempted deployment? Down. Was the directional button pressed during use? No. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? No (if yes, was the complaint stent placed in the stent that/was already in situ?) Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Were any other defects (other than the complaint issue) observed on the device? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.